Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to feeling/normal result(s). The (B)(4) spoke to the lay user/patient for follow-up questions on (B)(6) 2012 and obtained/verified the following information. The patient informed the (B)(4) that his testing frequency is 2-3 times daily and manages his diabetes with novolog 70/30 (20 units per day) and lantus (dose not specified) insulin. The patient reported the alleged issue began approximately 2-3 weeks ago prior to contacting lfs. The patient reported blood glucose readings of "398, 233, and 211 mg/dl" with the subject meter; which are not within his normal blood glucose range of "100-120 mg/dl". Due to the alleged high readings, the patient stated he continued his usual dose of novolog 70/30 insulin, but increased his dose of lantus insulin to 10 units. The patient reported an hour after the alleged issue began, he was feeling lethargic and sweaty; which he associated as low blood sugar symptoms. In response to his symptoms, the patient confirmed he self-treated with glucose tablets and drank orange juice, and within 10-15 minutes later, he felt fine. At the time the alleged issue began, the patient also indicated he tested on 2 other blood glucose devices (accucheck and liberty brand) and obtained glucose results between "100-130 mg/dl". At the time of troubleshooting, the cca noted the test strips were in good condition and the subject meter's unit of measure was set correctly. The patient, however, did not have the control solution available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment of insulin based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: on (B)(6) 2012, the meter passed all testing with no faults found. On (B)(6) 2012, the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k061118.